Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that the cardiohelp gave an ¿electro mechanical error alarm¿. The pump stopped for a short period of time and the cardiohelp was exchanged. No additional information was received. After several requests the end-user is not providing detailed errors regarding the exact failure. No harm to any person has been reported. The logfiles of the reported cardiohelp device were reviewed and following error messages were displayed: ¿pump-disposable error ¿ stop!¿ ¿art. Bubble sensor is defective!¿ ¿device defective!¿ the device will be serviced by a third-party-distributor¿s service company. The sensor board will be replaced to resolve the reported failure. Based on the available information, the exact root cause for the failure could not be determined. However, according to the risk file v24 of the cardiohelp device the following root causes can lead to the reported failures: error message "art. Bubble sensor is defective": bubble intervention not working, wrong information: - wrong bubble sensor information - influence due to other ultrasonic devices (e.g. Flow sensor) - bubble sensor defective / disturbed - bubble sensor not plugged but recognized - environmental influences (atmospheric pressure, temperature, humidity, emi, overvoltage) - software failure - bubble sensor cannot be plugged error message "device defective - stop!": failure of sensor bridge due to failure in electronic components (wear / loosening of components): - sensor bridge controller circuits - sensor bridge cpu - communication to sensor bridge controller disturbed - on sensor bridge hw failure - on sensor bridge sw failure error message "pump disposable error - stop!": - no or insufficient coupling between the cardiohelp and the hls set - magnetic coupling disturbed according to the instruction for use (IFU) chapter "connecting the combined flow/bubble sensor" the bubble monitoring function test and flow off-set calibration has to be performed before every use. Thus a defective flow/bubble sensor should be detected prior to use, during priming. In addition as the cardiohelp includes pressure sensors and a venous probe it is able to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. In the IFU chapter "using the emergency drive with the disposable hls retainer" is stated that the emergency drive can be used to manually control the blood flow in case of a failed cardiohelp. Referring to the IFU of the cardiohelp chapter "cleaning and disinfection", the cables and the whole device should be cleaned after each use to remove soiling or residual blood. Furthermore, in chapter "connecting the sensors" it is stated that the sensors must be kept clean. In the cardiohelp instructions for use (IFU) chapter "using the emergency drive with the disposable hls retainer" is stated that the emergency drive can be used to manually control the blood flow in case of a failed cardiohelp. In the instruction for use (IFU) is stated that it is necessary to decrease the flow to zero before disconnecting and connecting the disposable to the device. According to the instruction for use (IFU) of the cardiohelp device (chapter ¿high priority¿) it is stated that this error message "device defective" informs the user of an error that require the service to diagnose the fault. The cardiohelp should be exchanged as quickly as possible, if the failure occurs during patient treatment. The perfusion on the cardiohelp should be continually be checked, as well as the monitoring of the patient. Furthermore, in the IFU chapter ¿check before every application¿ it is mentioned that all important functions and this particular error messages of the cardiohelp have to be checked before use. The review of the non-conformities has been performed on 2024-08-26 for the period of 2021-03-01 to 2024-03-24. It does not show any non-conformity in regard to the reported product and failures. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2021-03-01. Based on the results the reported failure "electro mechanical error alarm" could not be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: if further information becomes available, we will re-open the investigation and initiate further steps.

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that the cardiohelp gave an ¿electro mechanical error alarm¿. The pump stopped for a short period of time and the cardiohelp was exchanged during treatment. No harm to any person has been reported. Complaint ID: (B)(4).